Event description:
At 0953, potassium chloride 60 meq/ 500ml was administered as ordered following the guardrails set as default by the alaris pump. Infusion rate at the pump was 83.3 ml/hr. Hourly rounds made. At 1145, writer noted that the ivpb which was supposed to be infused for 6 hours ended up infusing for 2 hours. The ivpb was almost completed and approx 50ml was remaining in the bag. Called 2 nurses to witness the fast infusion rate of the said IV. Md was made aware and asked him if he needs the pt to be on tele monitor and said not for now but, to continue to monitor the pt. Pharmacist was also notified. Pt is alert, oriented x3 and verbally responsive. No complaints of any pain and no distress noted. Vs stable. Replaced the machine with a new pump. Attempted to call carefusion (alaris) customer service but the office was closed. Pump labeled to be fixed. Supervisor on duty was notified. FDA safety report ID# (B)(4).